Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the customer comment that the external pulse generator would not complete its power-up phase and would then shut off and therefore the main printed circuit board (pcb) was replaced. Analysis also found that the upper and lower cases, both bail covers and the ring cover were broken, that the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator would not complete it's power-up phase, and would then shut off. Replacing the battery did not resolve the situation. It was further noted that some segments did not illuminate and the display did not show numbers. The caller checked for signs of fluid ingression but saw none, and the battery contacts looked good. The generator has been returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator would not complete it's power-up phase, and would then shut off. Replacing the battery did not resolve the situation. It was further noted that some segments did not illuminate and the display did not show numbers. The caller checked for signs of fluid ingression but saw none, and the battery contacts looked good. The generator has been returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.